Manufacturer narrative:
Fse arrived at the site to address the reported event. Visual inspection of the device revealed that the column peek tubing was too short and was unable to be connected. Fse replaced and properly fitted the tubing. No further action was required by field service. The most probable cause of the reported event was too short column tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, the customer reported that the tubing going into the column of the g8 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2015, the customer to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.